Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button not responding appropriately. The pt claimed when programming bolus and lifts finger off of the button; the numbers continue to scroll. The pt reported that the down arrow button may be sticking; however, keypad is intact. There was no adverse event associated with this complaint.